Manufacturer narrative:
(B)(4).

Event description:
My daughters dexcom has only been on her ( and it looks secure ) for 5 days and it has been cutting out for 3 hours at a time. Preferred contact time: 11:00 am - est (B)(6) 2020, (B)(6) not enough info. (B)(6) 2020 (B)(6) reported "cgm is unavailable"